Event description:
The customer reported that there was a communication failure error message. This error resulted in a recoverable loss if system functionality. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation cable connections and power supplies were evaluated as part of the service event. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l info was provided. The system was tested and found to be working as intended and put back into service.